Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation the surgeon filled the device and clicked to advance the iol. However, the iol plunger continued to advance even after the speed control lever was fully released. The iol was then removed from the nozzle and manually reloaded into a company injector to complete surgery. There was no patient harm.